Event description:
It was reported the device was used during a bowel resection procedure. It was reported the tlc55 locked out on the second firing. It was reported the assisting surgeon observed that the scrub technician did not appear to know how to reload the device. Another tlc55 was opened and was used to complete the procedure.